Event description:
Inflation device used to inflate a balloon in the coronary artery while under x-ray and x-ray imaging did not show balloon inflating. This is the 3rd event with this product in a very short period of time.